Manufacturer narrative:
Final analysis of the (tined lead) ((B)(4)) revealed the no significant anomaly, proximal end stretched.

Event description:
The representative later reported that there were no symptoms experienced. It was unknown at the time if the lead was returned.

Manufacturer narrative:
Concomitant medical products: product ID: 37800, serial # (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that a lead broke on july 6th during procedure. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.